Manufacturer narrative:
The clear film was noticed while on the sterile field. It was noticed that when the scopes are attached to the cameras, the picture on the screen is very foggy. The clear film can be wiped off the instruments; however, the film is not retrievable. The customer was advised to follow the device manufacturer guidelines for cleaning their instruments. The initial reporter stated that the camera and scope are not damaged as they are able to wipe the film off and that the film is not white residue. The packaging material is not available for evaluation. The initial reporter indicated that they are currently using a sclar soap (concentration unknown) to mechanically clean the instruments. They will be changing to v-mueller single enzymatic solution. The instruments are rinsed under running tap water; duration is unknown. The instruments are air dried. They also use dust-off to dry/wipe off the smaller areas on the scopes. Dust-off is what is used to remove particulates and dust from computers and electronic equipment.

Event description:
A report was received from the field alleging that they are seeing a clear film on their stryker camera and scope after processing in the sterrad. These camera and scopes are used for arthroscopies. The instruments were also previously processed in the steris. The scopes were also processed in steam as they are autoclavable.